Manufacturer narrative:
The technician investigated and the account stated patient position module was set and then turned itself off. The patient then exited the bed and fell. The nurse alleged that patient position module was set when the patient was placed in the bed, but when she found the patient on the floor, the patient position module was turned off. The head side rails were up, but the foot side rails are left down for restraint policy. The account stated the patient had a small skin tear near elbow. The technician tested the bed and the bed functioned as designed.

Event description:
The account alleged that there was a patient fall from this bed. The patient had a skin tear.